Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the supply bag and cassette supply line was not tight when the two components were connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.